Event description:
Plastic inside vagina [foreign body in reproductive tract]. Still plastic on tampon cotton [device physical property issue]. Consumer reported via e-mail that there was plastic on the cotton tampon. No serious injury was reported.